Manufacturer narrative:
Patient information is unknown. UDI: (01)gtin unavailable, product made prior to gtin compliance date (B)(4). It is unknown if device was able to be implanted during the procedure. If it was implanted, it was not reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Legal manufacturer: external supplier (B)(4). Manufacturing date: september 09, 2015. Expiry date: may 31, 2018. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) that it was almost impossible to move the blue piston back and forward to mix the cement. The first packing of vertecem v+ they have to give up, and the second portion of vertecem v+ it , they just barely get it mixed with a lot of power from the surgeon - and when filling the syringes there are pressed some cement out like the first packet around the screw cap on the mixer. Event happened during surgery. Patient harm was a few extra minutes prolongation because the first mixing could not at all be used/mixed, then starting up a new mixing and the second packing was hard to mix. Surgery was successfully completed. This complaint involves 2 parts. This report is related to linked complaint (B)(4) which captures another syringe that was having te same issues. This is report 2 of 2 for (B)(4).